Manufacturer narrative:
After additional information was received on sep 15, 2017, the event details have been updated. As a result, the prior submissions for MFR- 0001038806-2017-00603, submitted on sep 06, 2017, is no longer considered reportable event by the manufacture and no further reports will be submitted.

Event description:
It was reported that screw was damaged and they were unable to separate from the implant. Tooth location #27. Placement date on (B)(6) 2017 and removal on (B)(6) 2017. Additional information was provided from the customer on (B)(6), 2017, the event reported is that the titanium coping (actt) was stuck on the abutment (tac2). They were able to remove both from the implant. They were unable to separate actt from the tac2. The implant received another abutment and screw.

Manufacturer narrative:
PMA/510k additional: k013227. Product no returned to manufacture.

Event description:
It was reported that screw was damaged and they were unable to separate from the implant. Tooth location #27. Placement date on (B)(6) 2017 and removal on (B)(6) 2017.